Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 105 mg/dl. Customer stated that her keypad is not responding as well as it used to. Customer reported that the down key is not responding without excessive force on press. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.